Event description:
The user facility reported an impella cp was implanted in a 75-year-old male patient for mechanical circulatory support. It was reported that the pump exhibited elevated purge pressures. The patient had multiple episodes of ventricular tachycardia (vtach) while on impella cp support which required defibrillations and increased vasopressin use. An echocardiogram was performed, and the pump was repositioned.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-06974 was provided.

Event description:
It was noted the patient's care was withdrawn and the patient expired while on support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.